Event description:
It was reported that during use with the bd vacutainer® push button blood collection set, leakage occurred. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on october 24, during the blood collection process in the morning, the cardiology teacher was changing the blood collection tube, and blood dripped from the end of the blood collection device, causing the bed sheets to be contaminated. Among the 10 cases of blood collection, the problem of blood dripping from the tail end of the venous blood collection device occurred 7 times. After on-site observation, it was found that bleeding problems still occurred. After communicating with other teachers and head nurses in the department, it was discovered that bleeding problems had occurred dozens of times recently. Observing the rubber cover at the end of the blood collection device, we found that it was damaged, see the picture in the email. The department has now returned the goods.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november-29th. H.6 investigation summary: material #: 367336. Lot/batch #: 3103920. Bd received 50 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for side-pierced sleeve was observed. Ten (10) of the customer samples were chosen at random and evaluated by functional testing, each used to draw vacutainer tubes, and the indicated failure mode for side-pierced sleeve with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw vacutainer tubes, and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® push button blood collection set, leakage occurred. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on october 24, during the blood collection process in the morning, the cardiology teacher was changing the blood collection tube, and blood dripped from the end of the blood collection device, causing the bed sheets to be contaminated. Among the 10 cases of blood collection, the problem of blood dripping from the tail end of the venous blood collection device occurred 7 times. After on-site observation, it was found that bleeding problems still occurred. After communicating with other teachers and head nurses in the department, it was discovered that bleeding problems had occurred dozens of times recently. Observing the rubber cover at the end of the blood collection device, we found that it was damaged, see the picture in the email. The department has now returned the goods.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Initial reporter facility name: (B)(6) hospital. H3. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for side-pierced sleeve was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw vacutainer tubes, and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.